Event description:
It was reported that the monopolar curved scissors instrument was dull. No additional info has been provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Instrument was returned and evaluated. Per the customer reported complaint, engineering conducted mechanical testing and found the instrument to the performing per specification. During eval, engineering observed that the instrument main tube had a 4" section with scraping all around the main tube. It was determined that the failure mode is consistent with the use of a potentially defective cannula accessory, which may remove material from the instrument during use. The site has returned defective cannulae accessory per removal reporting number 2955842-2/22/07-001-r. MFR reports of these defective cannulae to follow.